Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015 under general anesthesia. According to the complainant, approximately five minutes into the ablation phase of the procedure, a fluid loss alarm occurred and subsequent fluid leak was noted. The patient sustained burn on her cervix. The burn was not classified by the treating clinician. The affected area was treated with silvadene cream. The procedure was not completed due to this event. An additional attempt has been made to obtain follow up event details with no response from the clinician.